Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received an erroneous high alp2 alkaline phosphatase acc. To ifcc gen.2 result on the cobas 6000 c (501) module. At 9:09 the initial alp2 result from the primary tube was 142 u/l. At 9:21 the sample aliquot in the sample cup was tested on different c501 and the alp2 result was 57 u/l. At 12:29 the alp2 result tested on the initial c 501 from the primary tube was 63 u/l. At 13:12 the alp2 result from the same sample that was used for the initial result was 57 u/l on the c 311 in another laboratory. There was no allegation of an adverse event. There were no erroneous results reported outside of the laboratory. The alp2 reagent lot number was 283948 with an expiration date of 30-jun-2018. The maintenance status for the instrument is "ok". Based on calibration and qc a general instrument and reagent problem can be ruled out.

Manufacturer narrative:
The patient sample was submitted for investigation. The sample results were 53 u/l and 54 u/l. The customer's repeat results were reproduced. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
This issue did not reoccur.